Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non- tortuous and severely calcified lesion located in the left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred during positioning due to use of the device in difficult lesion morphology. Procedure was completes using 2 medtronic stents. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: there were three kinks evident to the hypotube 6.7cm, 51cm and 53.1cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.